Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to stress urinary incontinence and prolapse.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and vaginal pressure.

Event description:
It was reported that following insertion the patient experienced urgency and vaginal pressure.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior repair and cystoscopy.

Event description:
It was reported that the patient concurrently underwent anterior repair and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urine leakage and microscopic hematuria. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Event description:
It was reported that following insertion the patient experienced urine leakage and microscopic hematuria. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.